Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure using a flexnav delivery system for a transcatheter aortic valve implantation. The valsalva diameter was 31mm. The valsalva sinus height was 15mm. The valve orifice area was 544 cm^2. The circumference of valve ring diameter was 83mm. The transcatheter route of access was through the left subclavian. The valve was successfully implanted. The patient was stable following deployment. The final implant depth of the valve was 6mm at the non-coronary cusp and 5mm at the left coronary cusp. When the delivery system was removed, the bend of access route was strong, and there was resistance felt due to bend in patient's blood vessels. On (B)(6) 2023, the patient suffered from an intracerebral hemorrhage and died. The cause of death was unknown to be related to the deployment of the navitor valve. Subsequent to the previously filed report, additional information was received that the navitor valve was implanted without any clinical symptoms during procedure. The patient began experiencing symptoms on the third day of hospitalization, and a computed tomography (CT) scan confirmed that the patient had an intracerebral hemorrhage. Medication was administered, but ultimately the patient passed away the following day on 04 june 2023. The physician reported that the navitor valve was most likely not related to the patient's death.

Manufacturer narrative:
An event of intracerebral hemorrhage and patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated a bend in the patient's blood vessels, leading to resistance while removing the delivery system. The patient's medical history includes coronary artery disease. Abbott has requested the imaging but it was not provided by the field. Based on the medical review, "information does not include imaging or imaging reports. It is unlikely that the navitor device or the delivery system caused the patient¿s intracerebral hemorrhage. While there was resistance met on removing the delivery system, there was no acute adverse event documented by the physicians. An intracerebral hemorrhage 3 days post-procedure is not likely due to the device or procedure." Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure using a flexnav delivery system for a transcatheter aortic valve implantation. The valsalva diameter was 31mm. The valsalva sinus height was 15mm. The valve orifice area was 544 cm^2. The circumference of valve ring diameter was 83mm. The transcatheter route of access was through the left subclavian. The valve was successfully implanted. The patient was stable following deployment. The final implant depth of the valve was 6mm at the non-coronary cusp and 5mm at the left coronary cusp. When the delivery system was removed, the bend of access route was strong, and there was resistance felt due to bend in patient's blood vessels. On (B)(6) 2023, the patient suffered from an intracerebral hemorrhage and died. The cause of death was unknown to be related to the deployment of the navitor valve.